Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: review of the black box history revealed multiple call service alarms on the reported failure date of 11/07/2013. The pump booted with audio/vibration and a fully illuminated screen. The time and date were accurately set at start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation and there was no evidence of moisture and corrosion inside the pump. The radiofrequency transceiver flex was observed to be intact and secure to the printed circuit board connector and there were no trace cracks observed. The slave processor was able to be uploaded to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that recurrent code cs 54-0000 alarms occurred; prior to receiving the alarm, a replace battery alarm occurred and the patient replaced the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.